Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was used. "The patiented" the mesh tearing post operatively. A new mesh was placed over the defect. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Loss of integrity. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch cc8prsr0, mfg date: 04/23/2010, exp date: 06/30/2015. Batch be8hhpr0, mfg date: 06/10/2009, exp date: 06/30/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. They foils and mesh devices show no defects. The foil integrity of all samples meet the requirements. Additional narrative: the surgeon reported that the mesh fell apart post operatively.